Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had moisture behind the screen and button did not react properly at that time but the moisture disappeared during the day. Customer¿s blood glucose was 5.8 mmol/l. Troubleshooting was not performed. The insulin pump will not be returned for analysis.